Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed within approximately one years' time and is now showing less than 3 months remaining. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed within approximately one years' time and was showing less than 3 months remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A good faith effort was submitted to the field to obtain product return. At this time, it is unknown as to whether this device is available for return. Should additional information become available, a supplemental report will be provided.